Event description:
Patient is placed in mayfield pins using translucent mayfield c clamp. C clamp would not release and was stuck on patient's head. Surgeon had to break radiolucent mayfield c clamp with pliers to get it off patient's head. C clamp that was broken sent out for repair and regular c clamp had to be used for case and patient had to be sent down to ir after case to have angiogram done because it could not be done intraoperative due to not having another working radiolucent c clamp available. FDA safety report ID #: (B)(4).